Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. The transmitter has been received for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and passed as the transmitter has voltage. A transmitter functional test was performed and passed. The customer complaint of a loss of connection was confirmed. The root cause could not be determined.